Event description:
The customer contacted physio-control to report that a pin had broken off of a hard paddles assembly and become lodged in their device's therapy connector. As a result, defibrillation therapy may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the device's therapy connector assembly to resolve the reported issue. Additionally, the broken hard paddles assembly was disposed of. A replacement hard paddles assembly was obtained and installed from the customer's inventory. After observing proper device operation through functional and performance testing the unit was placed back into service for use. Neither the device nor the broken hard paddles assembly have been returned to physio-control for evaluation.